Event description:
On/off button failed to respond. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2016. The device was returned with the reported fault ¿on/off button failed to respond¿. Information from the history log shows that the device successfully records self-tests from the first pad-pak installation date on the (B)(6) 2016 up to the last log entry prior to receipt at heartsine on the (B)(6)2019. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Further details obtained from the reported complainant stated that the fault was discovered during annual maintenance testing of the device on saverevo in which the on/off button was tested. The on/off button was verified during the investigation and using the saverevo diagnostic tool during testing. Therefore, it is possible that incorrect use of saverevo diagnostic test tool may have caused the reported issue. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 360p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
On/off button failed to respond. There was no patient involved in this event.